Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that during device set up, the touchscreen calibration fails. The screen is clean and no evidence of impact damage. There was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to replace touchscreen to correct the issue. The customer acknowledged and will order v60 touchscreen for repair.